Event description:
It was reported that a 150 ml capacity intravia container had residue on the bag during compounding which suggested a possible leak. The residue was wiped off. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5 (correction): remove "which suggested a possible leak" as a leak was not reported by customer. Update "a 150 ml capacity intravia container" to "an unspecified quantity of "150 ml capacity intravia containers". B5: additional information was received that the coloration/texture of the foreign matter was dark/black color. H11: three (3) actual devices, a video, and a photograph of samples were provided for evaluation. Visual inspection of the returned samples, video and photos did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Foreign material outside the fluid path would not impact product safety nor would it pose a risk to the patient as it is not part of the fluid path leading to the patient; no serious adverse health consequence would occur from this issue. Should additional relevant information become available, a supplemental report will be submitted.